Manufacturer narrative:
Upon reassessment of the reported event, it was determined this reported was filed under the incorrect manufacturing site. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined this reported was filed under the incorrect manufacturing site. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-04546, 0001825034-2019-04547. Concomitant medical products: unknown vanguard femoral, unknown vanguard bearing. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient from vanguard knee study underwent bone scan, inflammatory markers, aspiration and biopsy of knee. This is old and it is unclear if this was previously reported. Site confirmed that the biopsy itself took place and she was discharged on the same day. The biopsy resolved her symptoms in a clinic note. There is no additional information at this time.